Event description:
It was reported that after the patient had surgery to replace the pump, the patient stopped breathing temporarily while in post anesthesia care unit (pacu), and narcan was given. The patient responded to the narcan and normal breathing returned quickly. After the incident in pacu, the patient's daily dose was reduced to 400 mcg/day (fentanyl) and 1.335 mg/day (bupivacaine). The patient was held for observation overnight and sent home on (B)(6) 2015. The patient was doing well, was receiving effective therapy, and getting good pain relief. The physician was unsure of the cause. During the replacement, good drug flow was observed coming from the catheter connector when it was disconnected from the pump. The catheter and the connector were cleanly aspirated (approximately 2-3 ml's were aspirated, clearing the catheter before reconnecting to the pump; and the catheter (67 cm in length/0.147 ml catheter volume) was refilled over 9 minutes. The patient status at the time of the report was alive with no injury. In discussing the event with the doctor, he speculated the event may have been due to the anesthesia or because the pump was at elective replacement indicator (eri), ¿perhaps she wasn't getting her true daily dose.¿ when the new pump was implanted and her original daily dose programmed, ¿it may have been too much.¿ the pump system was being used to infuse fentanyl and bupivacaine. [Refer to manufacturer's report # 3004209178-2015-08370 for information regarding pump flipping/revision].

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# l78422, implanted: (B)(6) 2000, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
It was later clarified that the pump was not at eri (elective replacement indicator) and the pump was not replaced. The pump was re- sutured down.